Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, malpositioning of the stent occurred. The lesion being treated was located in the ostium of a severely tortuous, non-calcified saphenous vein graft (svg) to the obtuse marginal (om). During placement, the physician was pulling back the stent delivery system (sds) of the 4.00x24mm veriflex to ensure he was deploying at the ostium. Upon inflation, the sds jumped back into the guiding catheter. Half of the stent was deployed in the svg and the remainder was deployed in the aorta. No patient complications were reported. Patient status reported as "ok".